Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon size for this product is printed on the hub and identified the returned sample as a 7mm x 4cm balloon. No anomalies were noted along the length of the catheter. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and the guidewire was able to pass with resistance due to dried blood. The inflation hub was connected to a in-house inflation device and water was used to inflate the balloon. Upon inflation, water was observed leaking from the proximal butt joint. A partial circumferential catheter break was identified at the glue joint. The balloon was unable to be inflated to rbp due to the leak. The balloon was able to be deflated without issue. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation is confirmed for a partial circumferential break at the proximal butt joint, resulting in the reported leak. The root cause for the partial break at the proximal balloon butt joint could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Note: at the manufacturing site, catheters are 100% inflated, leak tested, and visually inspected for numerous defects. Labeling review: the current IFU (instructions for use) states: warnings: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Use of the dorado pta dilatation catheter: advance the catheter through the introducer sheath and over the wire to the site of inflation. If the stenosis cannot be crossed with the desired dilatation catheter, use a smaller diameter catheter to pre-dilate the lesion to facilitate passage of a more appropriately sized dilatation catheter. Position the balloon relative to the lesion to be dilated, ensure the guidewire is in place and inflate the balloon to the appropriate pressure. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the radial vein, an alleged leak was observed at the proximal end of the balloon inflation hub during the first inflation. The balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.